Event description:
Customer filed a med watch that "alleged a nurse heard a patient screaming, went to the patient's room and found the bed emitting smoke. The nurse unplugged the bed and sprayed the bed with a fire extinguisher. The med watch stated that there were no flames, only smoke. The engineering department found that the smoke was caused by fluid ingress on the control board. The hospitals report stated that the screw that secures the motor cover to the intermediate frame was missing a washer. The rubber gasket between the motor cover and intermediate frame was missing. The screw that secures the control board to the intermediate frame was also missing.